Event description:
It was reported that the medical staff performed surgery on the patient on (B)(6) 2023. During the operation, it was found that the front end of the balloon dilatation catheter was blocked and the operation could not be performed. Then, a new device was replaced immediately. The operation went smoothly and was reported to the medical equipment department. It did not cause significant harm to the patient.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root causes include: poor tubing design (ID undersized). Inadequate material selection (shrinkage during processing/sterilization; too flexible- kinks). The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: indications for use: the x-force® balloon dilation catheter is recommended for use in the dilation of the urinary tract. Contraindications: do not use the x-force® balloon dilation catheter in the presence of conditions, which create unacceptable risk during the dilation of the urinary tract. Warnings: ¿ do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi. ¿ this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions caution: federal law (u.s.a.) Restricts this device to sale by or on the order of a physician. Only a physician who has an understanding of the clinical applications, technical principles and associated risks of balloon dilation within the urinary tract should use this device. After use, the x-force® balloon dilation catheter and/or accessories may be considered a potential biohazard. Handle and dispose of in accordance with medical practice and applicable laws and regulations. Inspection prior to use: the x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident. Preparation of the catheter: all x-force® balloon dilation catheters contain air in the balloon lumen. The air must be removed to allow liquid to fill the balloon when it is inflated. 1. Remove the protective sheath from the balloon. 2. Attach the inflation device to the connector on the balloon lumen. 3. Open the stopcock and draw back on the inflation device to remove the air from the balloon catheter. 4. Close the stopcock, remove the inflation device, depress the plunger to remove any air and reattach to the balloon catheter. 5. Repeat steps 3-4 until all air is removed from the balloon lumen. Catheter insertion: 1. Introduce the catheter carefully over a 0.038¿ (.97mm) guidewire and place it in the area that needs to be dilated. Use the radiopaque markers to aid in proper positioning. Note: dilation procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment or direct vision. Caution: do not advance or withdraw the catheter or guidewire against any significant resistance. The cause of the resistance must be determined fluoroscopically and remedial action taken. Inflating the balloon catheter 1. Fill the inflation device (eagle¿ inflation device) with sterile diluted contrast medium. 2. Attach the inflation device to the balloon lumen. 3. Inflate the balloon. Note: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media. Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded. Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to re-inflate the balloon. If after inspection it is noted pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible. Storage: store the balloon dilation catheter in a cool, dry, dark place. Do not store near radiation or ultraviolet light sources as these may damage product materials.

Event description:
It was reported that the medical staff performed surgery on the patient on (B)(6) 2023. During the operation, it was found that the front end of the balloon dilatation catheter was blocked and the operation could not be performed. Then, a new device was replaced immediately. The operation went smoothly and was reported to the medical equipment department. It did not cause significant harm to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.